Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was repeatedly emitting loss of prime warnings after swimming with the pump. The cartridge was allegedly changed, however the warnings recurred. The reporter was able to prime and bolus after each warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/19/2014-device evaluation: a retain cartridge sample has been evaluated by product analysis on 03/03/2014 with the following findings:a retain sample from the same lot number was tested. No failures were observed during incoming inspection. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:a review of the pump black box data revealed a loss of prime associated with zero force. During testing, the pump emitted an alarm for no cartridge detected during the load step. The force sensor calibration reading was low and not within specifications. The pump case was removed. The force sensor resistance reading was high and also not within specifications. Corrosion due to moisture was also found on the piezo and force sensor internal components.